Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the pump has still been functioning as intended since the crack occurred. Contact reported that the pump was dropped into the toilet on (B)(6) 2016, and is still functioning as intended. Customer's blood glucose level was not impacted. Customer will continue to use the pump for insulin therapy.